Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with bradycardia. The patient had also experienced several recent episodes of dizziness. Upon interrogation the right ventricular lead exhibited noise and low impedance. The lead also exhibited insulation anomaly. The lead was capped and replaced on (B)(6) 2017. The patient did not suffer any complications due to the procedure.